Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that impedances with electrode 8 was >40,000 ohms intra-operative. There was nothing in particular that contributed to the event. The action taken was connecting the lead and the ins and reinserting it into the ins. The same event continued after returning to the ward. At present, appropriate treatment can be performed without using high-impedance electrodes. No health damage noted.